Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure (patient weight is unknown) the same day. The physician had no issues inflating to the first and second diameters. Upon reaching the maximum pressure for the third diameter, the connection between the balloon and the tube/sheath broke and the physician was not able to go beyond the maximum. To resolve the issue, the physician was easily able to deflate and retrieve the balloon; therefore, the broken cre balloon was replaced by a new one to complete the procedure. There were no patient complications reported at the end of the procedure.

Manufacturer narrative:
The complaint sample was returned for evaluation with the guide wire in place. The stopcock was also returned with the sample. On inspection of the device, a longitudinal tear was noted in the balloon. The device history record for this lot was reviewed and no anomalies were noted. A search for similar complaints was completed and no other complaints were associated with this lot. The root cause of the complaint could not be determined definitively, however the most probable root cause is balloon burst due to contact with a sharp exterior source such as a calcified lesion.